Event description:
Radiologist removed hemostar catheter for infection - the cuff stayed in the patient.

Manufacturer narrative:
The complaint of infection is inconclusive since the reported incident cannot be replicated in the lab. One hemostar catheter was returned for evaluation. The cuff completely detached from the catheter and was not returned for evaluation. It is unknown if the infection was related to the catheter. No defects related to the manufacturing process were noted on the complaint sample. A chr was not completed since the lot information was not provided by the complainant.